Event description:
Rec'd device report from synthes gmbh. Pt implanted with a 3.5mm reconstruction plate on (B)(6) 2011 for a radial diaphyseal region fracture. Pt complained of pain and surgeon found plate to be broken. Revision performed.

Manufacturer narrative:
Product svc. The investigation could not be completed, no conclusion could be drawn, as no product was returned.